Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, all devices were reported as not communicating with logistics; however, initial validation confirmed stations were operational with no errors and server-side services were healthy with no delays. A technical support specialist (tss) confirmed that replenishment batches stopped triggering after 8:00 am, and jit triggers showed no recent activity. Further analysis in cce identified that customer changed the medication class naming from 6/nc to 6-epic, caused triggers to fail. Test triggers were created and validated successfully after updating the med class filter, confirming the issue. The med class names were then corrected, restoring normal replenishment functionality. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user experienced communication issues between the es devices and logistics. The devices were expected to generate refill/replenishment reports for logistics; however, these reports were not being generated. The user confirmed that all es devices were affected by this issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.